Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) operating noise (compressor rotation noise) is too quiet when pumping. Afterwards, the treatment continued by switching to another cardiosave device that was available in the hospital. There was no patient harm or injury reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and as expected, it was a device that falls into the category of having quiet operation. The fse checked the operation of the drive components, such as the compressor and manifold drive, but found no abnormalities. Leak test passed. Running test: no abnormalities found.